Event description:
Low water (cannot clear lens) the time of event is unknown. Not known for the exact date, we just know the year the complaint was sent in to manufacturer. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: g4:. Premarket identification PMA/510(k). G6: follow up #2. H2:if follow-up, what type?

Manufacturer narrative:
Correction information: h6: coding changed based on the investigation result. Evaluation summary: we checked the returned unit and confirmed that the air/water nozzles clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the angle wire grinding, and the air/water socket chipped/cut o-ring; however, they are not the main cause, and/or irrelevant to the alleged complaint.